Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information in brazil: "underinfusion". According to the customer: "the equipment during use failed to infuse the drug, did not infuse the full amount of medicine."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at laboratórios b.braun s.a., são gonçalo, brazil: to evaluate the information declared by the client, an extraction of equipment history, for step-by-step verification was carried out on the equipment. The history demonstrates that the user has programmed an infusion with a volume of 568.7ml on 06/13/2023, at a flow rate programmed 189.5ml/h. The total programmed infusion time was 3hours. It was verified that the user stopped the infusion before the end of the programming and the amount infused was 559.22ml. The user performed a new programming for the volume of 568.7ml and flow of 189.5ml/h, however, the infusion stopped again after being infused 23.52ml of solution. It was verified that the infusion occurred as per the programmed and according to user decisions. The unit was subjected to a flow accuracy test, using 568.7ml of solution at a flow rate of 186.5ml/h, according to information on at which point in the equipment's operating range the complaint occurred. A measurement of this test was carried out using a calibrated graduated cylinder. Neither deviation in flow rate and infused volume was observed, nor any other non-conformity during the test performed. Due to the data presented above, which demonstrated that the equipment worked correctly and the results of the simulation test infusion, we inform you that the reported occurrence was classified as "not confirmed." Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.